Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The advancer unit and burr unit were received attached together as single device. The advancer knob was received loosened in the backward position. The rotawire was received in the burr catheter of the device and was fractured. Only the portion of the wire returned in the burr catheter was received for analysis. Microscopic inspection presented no damage or irregularities to the device. The rotawire was able to be removed with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04246. It was reported that burr stuck on wire occurred. A 90% stenosed target lesion located at the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink¿ plus and a rotawire were selected to be use. During procedure, it was noted that the wire got stuck. The procedure was completed with this device without any issue. There were no patient complications reported and the patient's status was stable.